Event description:
A medtronic rep reported difficulty acquiring orbic exams with the stealthstation treon guidance system. There was no pt present.

Manufacturer narrative:
No pt info provided as no pt ws involved in this concern. Initial troubleshooting did not solve the issue. Wireless tracker was replaced as calibration was >3 feet off. Medtronic rep reported on (B)(6) 2011 that the new tracker was installed and calibrated. The new calibration was successful and the old tracker has been sent back to the MFR. Software has not been evaluated as of the date of this report.